Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that during the night, the insulin pump kept alarming no delivery. He changed the reservoir and treated but half an hour later he received a no delivery alarm again. He then changed the battery but alarm is recurring. Blood glucose value was 244 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; the customer received a no delivery before priming. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. He was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump did not alarm no delivery. The customer was advised the device is working as designed and the alarm was caused by a set/reservoir occlusion. Last reading was 235 mg/dl.